Event description:
It was reported while using BD Vacutainer® 9NC 0.109M Plus Blood Collection Tubes, one tube had a sharp protrusion at the bottom, which prevented the medical staff from pushing the cannula holder in firmly, resulting in underfill. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1: Initial Reporter Facility Name: (b)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.